Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's helium filling had an unusual sound. Helium tank was checked (both the level and that the tank was open correctly).they thought that the unit was not picking up a trigger as expected and tried to switch to ¿pacer triggered¿ but were unable to select that button on the screen. The button didn¿t appear ¿greyed out.¿. Another experienced nurse from ccu came to assist as well but found the same. The customer stated that they swapped out the unit with a second unit quickly at the time of failure. There was no patient harm.

Manufacturer narrative:
During getinge field service engineer (fse) initial inspection of the device, the failures are noted and recorded in the logs. The device passed all functional testing. Autofill is functioning as intended and the visual, internal, and functional testing all passes. Preventative maintenance completed according to manufacturers recommendations. The device is functioning correctly, left in functional condition ready for use. All testing and maintenance completed with reference to the cardiosave service manual. Unit returned to customer.

Event description:
N/a

Event description:
N/a